Event description:
A customer observed false negative ahbc results from a positive control fluid tested on the eciq analyzer. A false negative result may lead to inappropriate physician action. There was no report to pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that following the false negative qc result, the customer was unable to calibrate the assay. A field engineer discovered a leak in the reagent metering pump. After repairing the metering pump, a successful calibration was obtained, and qc results were acceptable. The root cause of the event is instrument related.